Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using supplies for four days. Tandem technical support informed customer that insulin and supplies are only intended to be used for 72 hours per the user guide. Customer declined to troubleshoot with technical support. Customer will change supplies once they receive shipment. Customer's blood glucose was 350 mg/dl at time of alarms.